Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump displayed an inaccurate fill estimate after loading a cartridge. Reportedly, the pump displayed an initial estimate of +240 units, and later in the day remained static at 105 units. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.